Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that approximately two weeks prior to reporting, the patient experienced a hypoglycemic event after more than 48 hours of pod wear, which resulted in loss of consciousness. The specific date of the event was not provided. The patient reported that his blood glucose level decreased to approximately 40 mg/dl while he was playing the piano, at which time he lost consciousness and hit his head against the piano. The patient¿s wife contacted emergency medical services, and the patient was treated at the scene but declined transport to the hospital. Specific details regarding the treatment provided were not available; however, the patient confirmed that his blood glucose levels returned to normal following treatment.